Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was 220 at the time of event. System check was being performed with tandem technical support, however the customer declined to complete the check. Customer successfully resumed insulin delivery.